Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colectomy procedure, the knife of the cartridge cut the tissue without stapling it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.